Manufacturer narrative:
H6. Device codes have been updated to reflect the additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulator battery worked great and was removed on (B)(6) 2019 due to normal battery depletion. The leads were left implanted. The patient noted that after removal, he crashed on the table, so he was sent to the trauma unit for a heart rate of 25. The patient was shocked two times and spent 4 days in the intensive care unit. He noted that he walked out and is okay now. The patient is awaiting replacement of the implantable neurostimulator. The patient noted that the reason for the initial call to patient services on (B)(6) 2020 was because since the leads were still in place, he could only have a head-only MRI done. The patient was in the hospital for unrelated low blood sugar and is okay now. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient was getting a replacement ins due to seeing the end of service (eos) message. The procedure was aborted. A lead remained implanted. No further complications were reported.